Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the bellows were not draining and that an undetermined volume of blood had leaked in the lh 750 analytical station. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to remove the needle assembly and bleach the drain lines. Cts advised the customer to replace the needle assembly and run the tubes with bleach solution. However, the issue still persisted. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and ran the instrument for 2.5 hours using dozens of samples. Fse did not observe that the bellows were not draining. Fse aligned the needle and cleaned and aligned the bellows and ensured that valve 13 had a properly working actuator. However, no defective parts related to the bellows issue were identified. The cause of the leak is unknown, however, the initial troubleshooting completed by the customer may have resolved the event.